Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. The device history record review has not yet been completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that during use of the acumen cuff it displayed a map value approximately 20-30 mm hg lower than expected when compared to the nibp. Troubleshooting did not resolve this issue. There was no treatment provided based on inaccurate values and no patient injury.

Manufacturer narrative:
One adult acumen iq finger cuff was returned for evaluation. The customer report of inaccurate values was unable to be confirmed. Finger cuff passed eeprom verification with expired status and patient information. Finger cuff was reset for pressure test. Finger cuff zeroed and sensed pressure on hemosphere monitor without any error message. Electrical testing showed that all elements such as shield, led, and photodiode of returned unit were ok. No visible damage was noticed from the returned finger cuff. Finger cuff sensor passed both pre and post-decontamination leak test. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. Since the complaint affected unit was returned for evaluation and no defect was found a product non-conformance or device failure associated to manufacturing or design could not be confirmed. The instructions for use contains the following warnings: improper placement, sizing, or alignment of the finger cuff can lead to inaccurate monitoring. Do not apply finger cuff(s) on a hand or finger when a second blood pressure measurement device is actively monitoring on the same arm (or hand or finger). As part of the manufacturing process 100% of the units go through an electrical testing, visual inspection, and qa sampling inspection. A device history record review was completed and documented that device met all specifications upon distribution.